Event description:
It was reported that during procedure with the camera video briefly cut to the usb screen and then will cut back while working with hubs on the 4.1.x software with patch and 1688s. There was full image loss on primary monitor for 30 seconds. And procedure was completed using the same device causing surgical delay of 2 minutes. There were no known adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during procedure with the camera video briefly cut to the usb screen and then will cut back while working with hubs on the 4.1.x software with patch and 1688s. There was full image loss on primary monitor for 30 seconds. And procedure was completed using the same device causing surgical delay of 2 minutes. There were no known adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no live video output. Probable root cause: cables, connectors, sources, or sinks. Capture card, motherboard, power supply. Sdc firmware. Over-heating (air duct, fans, heat sinks, dust, vents). Sdc application software, clarity package. Clarity algorithm. Manufacturing defects (process, workmanship). Use error. Cybersecurity. The reported failure mode will be monitored for future reoccurrence.